Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing lead noise with noise reversion, high pacing impedance and high capture threshold. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.